Event description:
Male pt with history of ischemic cardiomyopathy underwent ICD generator replacement in 1999. Subsequently, he developed fever, chills and swelling over the abdominal ICD pocket site. Pt underwent complete system extraction for probable pocket infection.